Manufacturer narrative:
Information provided and the examination results are insufficient to determine the cause of this event.

Event description:
Revision surgery revealed the acetabular cup had broken into multiple pieces.